Manufacturer narrative:
Other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was found to visually and audibly alarm during alarm conditions and no product performance issue were identified relating to spco, spo2 and pulse rate. The device was determined to be functioning as designed.

Event description:
The customer reported the device shows values that are too high. There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device shows values that are too high. There was no patient impact or consequence reported.